Manufacturer narrative:
Investigation summary: one photo and two samples were received by our quality team for evaluation. One sample was received in open packaging and one sample was received without packaging. From the photo, the team was unable to determine the length of the epoxy trailing. The samples were subjected to visual inspection to check for epoxy on the cannula greater than product specification. Both samples passed this inspection. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd needles 26g 1/2in brown had epoxy in the needle cannula. The following information was provided by the initial reporter: "contamination due to excessive squirting of epoxy in the lower part of the syringe."